Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Investigation conclusion: as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that erroneous results occurred with a unspecified bd blood collection tube. The following information was provided by the initial reporter. "It was reported that unexpected there are inconsistent and/or unexplained clinical or qc results, the results between different assays or instruments with samples, and results that are not consistent with the patient¿s clinical condition. You indicated that you use bd vacutainer® tube products for some other blood test(s) than those listed. Please specify which blood test(s) in 200 characters or less: flow cytometry, genetics. When using bd blood collection tubes, have you experienced any of the following: unexpected and/or unexplained clinical or qc results: yes. This is a sporadic issue that generally isn't immediately identified. I don't have specific examples to share. Inconsistent results between different assays or instruments with samples: yes. This is a sporadic issue that generally isn't immediately identified. I don't have specific examples to share. Results that are not consistent with the patient¿s clinical condition: yes. This is a sporadic issue that generally isn't immediately identified. I don't have specific examples to share."